Event description:
Boston scientific received info that one day post-implant, this device was sensing on both leads at a high rate. There was no impedance, no measureable p or r waves, and no capture at maximum outputs on either lead. Info was later received that right atrial (ra) lead was intact, and the pt was in atrial tachycardia. The right ventricular (rv) lead was dislodged and was hanging on the valve. The rv lead was successfully repositioned. This device and leads remain implanted. Implant, explant and event dates were not made available.